Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw could not be opened. The incident did not cause injury to the patient.